Event description:
During the procedure there were three inflations with the cutting balloon. The first two were in a heavily calcified lad and were done successfully at approximately 6 atms. The third and final inflation was performed in the circ, this vessel appeared to not be nearly as calcified as the lad, and upon inflation approximately 6 atms, the physician noticed a leak of contrast. Upon examination, it was determined that the vessel was dissected. An additional stent was deployed due to the dissection. This was the only complication and the pt is reported as doing well.